Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, a definitive root cause of the observe dirty objective lens could not be determined, however, the issue was likely the result in insufficient device cleaning/reprocessing and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro video scope exhibited dirty objective lens. There was no patient involvement.